Manufacturer narrative:
H10: based on the details of the customer¿s response, the reprocessing implementation was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was not confirmed. In addition to the malfunction reported in section b5 the following was also discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on bending section cover had a crack, the control unit had a crack, the scope cover had a crack, the universal cord had a scratch, the protector of universal cord on suction connector side had a scratch, the light guide lens had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, the connecting tube had discoloration and a noise image occurred due to damage on the suction connector. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the auxiliary water channel with water and detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope leaked. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out from the sub-water supply channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.